Event description:
It was reported that the customer's sensor was bent. The customer's blood glucose level was 198 mg/dl. The customer was advised to talk to her health care provider about why her sensors are bending. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Reliability analysis: inspected 2 opened/used sensors and performed a visual inspection and found bent electrodes, sensors failed per inspection.